Manufacturer narrative:
The company service rep examined the system and reproduced the error. He replaced the vitrectomy pump, and retested the system. The system met specifications. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that while they were performing an unplanned anterior vitrectomy, an error code (low pressure) displayed on the system. The customer has not been able to confirm that a posterior capsule tear had occurred prior to the anterior vitrectomy; however, they stated that it was probable. The info provided by the customer indicates that the patient events occurred before the error code was observed.